Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a blood glucose of 40 mg/dl. The customer treated and his blood glucose rose to 346 mg/dl. No products were shipped or returned.